Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the patient experienced chronic infections and was treared with oral and topical antibiotics. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a transcutaneous osia implant system during the same surgery.